Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. Based on the xact instructions for use, restenosis of the stented artery and stent fracture are known potential adverse outcomes associated with carotid stents. The available information does not suggest that there is a device quality issue. At manufacturing, the xact stent is 100% visually inspected under magnification. The stents are checked for concentricity, uniformity, pattern, and surface finish. The stents are also checked for defects such as cracks, pitting and electro polishing. The xact stent design is capable of withstanding extreme repeated loading conditions without experiencing strut cracking, breakages, or deformation, per testing based on worst case conditions. Moreover, catheters are 100% inspected for any anomalies prior to being packaged. Additionally, there were no anomalies to the catheter reported during delivery system preparation. The part and lot number were not available; therefore, a lot history record review for this device could not be performed. Based on the available information and without return of the device or images, a definitive root cause could not be determined for the reported stent fracture; however, it does not appear to be a device quality issue.

Event description:
Device malfunction: stent fracture. Time of device malfunction: post procedure. Symptoms/ae: restenosis. Time of symptoms/ae: unknown. It was reported that during the xact study in 2006, a patient presented with in-stent restenosis and fracture of a previously placed xact stent. The restenosis and stent fracture were treated by deploying a second unspecified stent within the xact stent. No additional information was provided.